Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a no delivery alarm and missed bolus alert from the insulin pump. The patient's blood glucose of the time was unknown. The mother stated that the pump alarmed no delivery alarm during basal rates. The customer was advised that no delivery alarms may be due to site, set or reservoir issues. The customer was advised to avoid bending the tubing where it connects to the reservoir. The customer stated that they do not want to troubleshoot for recurring alarms. Customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed prime, excessive no delivery and displacement tests. No excessive no delivery alarm during our testing. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip